Event description:
During an unknown procedure, it was reported by the affiliate that the device jammed. There was no consequence to the patient.

Manufacturer narrative:
H6; code 400: broken cartridge. Visual inspections and results: lockout position: broken. Cartridge condition: 8 staples fired. Cartridge return batch number: j0093f. Instrument number: 246. Functional tests and results: condition of firing trigger lockout: good. Condition of pinion gear: good condition of short rack: good. Condition of yoke: good. Test cartridge batch #: j00754. Was instrument cycled: yes. Analysis conclusion: based upon the inquiry info received, the visual examination, and the functional, no conclusion could be reached as to why the instrument reportedly "jammed" during surgery. The instrument was returned in good physical condition. The returned cartridge had a broken middle alignment finger, a broken lockout tabm and with the front section broken off. No conclusion could be reached as to how damage occurred. The instrument was cycled, fired, cut, and formed the staples within design spec. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specs. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure it functions properly.